Event description:
I have been using the dexcom g7 cgm for about 12 weeks. Each sensor is marketed to last 10 days. In addition, the noted failure rate from dexcom is around 20%. I have had 7 out of 11 sensors fail since I began using the product. This is causing multiple false alarms throughout the night and I am spending 45 minutes to an hour after each failure working to get replacements. This seems like an egregious failure rate, especially for a medical device that I have to use for life affecting medical decisions. Patient code: 4582 device codes: 1506, 1013. Reference report #mw5175148, #mw5175149, #mw5175150, #mw5175151, #mw5175152, #mw5175153.